Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator had reached elective replacement indicator. The device did not provide the elective replacement indicator alert despite the device¿s voltage being at the appropriate level for the indication. No intervention was performed. The patient would be continued to be monitored.